Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles were present in the reservoir and o ring in reservoir got removed, broken. The customer¿s blood glucose level was 385 mg/dl, 73 mg/dl. The customer declined troubleshooting and treated high blood glucose with bolus via insulin pump. It also stated that the due to damage reservoir was able to lock in place when inserted in. The size of the air bubbles was eight of an inch near the top of the reservoir. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.